Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Cyclodialysis cleft, and hypotony are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that he had a difficult time inserting the istent and that after three to four attempts he was able to implant the device successfully. Postoperatively the patient presented with hypotony and was placed on a steroid drop. The surgeon reported that the chamber was formed, the patients best corrected visual acuity was 20/20 -2, there was no report of pain, and no inflammation. The surgeon conferred with the glaukos medical monitor who reported that they reviewed differential diagnosis of hypotony including cyclodialysis cleft. Clinical follow-up was requested and on 11/10/2016 the surgeon provided the following additional event details. The surgeon reported that during surgery it took him 3 passes to seat the istent due to little pigment in the trabecular meshwork and poor visualization. The patient presented 3 days post-operation with low iop. Post-operative imaging revealed that the istent was well positioned. The hypotony was treated with durezol qid and stabilized in 2 weeks. In the surgeon''s opinion the likely cause of hypotony was a cyclodialysis cleft. The surgeon never visualized the cyclodialysis cleft but it was reported to have resolve on its own. The patient is doing well with a good prognosis.